Event description:
This lead was implanted on (B)(6)1998 and capped on (B)(6)2011 due to impedances over 2500 ohms and slight increase in thresholds and decrease in sensing. The procedure took place at (B)(6)hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).